Event description:
It was reported that there was an elective replacement indicator (eri) message. It was stated that the eri message appeared at the beginning of (B)(6) 2012. The reporter stated that at the (B)(6) 2012, stimulation 'was not as good as before.' The next day it was reported that the patient saw the call doctor icon on the patient programmer. The error code was unknown. The reporter stated that the device was working well and therapy was good. It was reported later that day that the manufacturer representative believed the patient saw a power on reset (por) message. It was noted that the eri message would not appear until 8.5 years after implant. The reporter stated that the patient was able to clear the error code and had been using stimulation without problem since the event. The reporter also stated that he saw no messages when the device was interrogated. The patient was instructed to not clear the message the next time it appeared. Additional information received 2 days later reported that the health care professional (hcp) stated the patient saw a por code and interpreted it as an eri code. The hcp interrogated the device and saw no eri warning. The hcp instructed the patient to charge the battery and report any further warnings seen. Any additional information received will be included in a follow-up report.

Manufacturer narrative:
Product ID 748910, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 377775, lot# v006895, implanted: (B)(6) 2006, product type lead; product ID 3487a-56, lot# j0337708v, implanted: (B)(6) 2003, product type lead. (B)(4).